Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. It was later reported that further details regarding the event could not be provided by the hospital. The patient ultimately underwent a routine heart transplant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. This document lists bleeding, respiratory failure, and stroke as adverse events that may be associated with the use of heartmate ii lvas. The IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2018 the patient experienced major bleeding from their mediastinal surgical wound. The patient was transfused with more than 16 units of red cell concentrate in 24 hours. The patient was treated with both transfusions and surgery. At the time of the event the patient was on warfarin and aspirin. The causal correlation of the bleeding event to the device was undeniable as it occurred just after the pump was implanted. On (B)(6) 2018 the patient developed neurological dysfunction including symptoms of a stroke, and rolling of the eyes. This occurred within 24 hours of implant. An intracranial bleed was noted in the patient's left hemisphere on computed tomography (CT) scan. On (B)(6) 2021 the patient developed respiratory failure. A 15 day intubation period and subsequent tracheostomy were performed. The causal correlation with the devise was likely because reintubation was performed due to bleeding after the pump was implanted.